Event description:
Nurse went to start pt normal saline (nss) bolus, bolus was not started yet and pt stated, "it is leaking". Nurse flushed IV and fluid was leaking from bottom of the tape. The nurse peeled back tape and flushed IV, it appeared the fluid was coming out the top of the blue base, no catheter was attached. The patient care coordinator (pcc) walked into the room at that time and witness the appearance of the IV and the catheter not being attached to the blue base. Pt stated "the person who helps everyone at night put it in and got my blood work off of it". Pt arm was palpated around the insertion site and nothing was felt. The physician's assistant (pa) was made aware of the situation and an ultrasound was ordered. The blue base was kept in a specimen container.